Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge issue) issue. The reporter stated that the cartridge became jammed and would not deliver the last 50 units of insulin. This complaint is being reported because the reported issue was not resolved and the cartridge was not available for troubleshooting. There was no indication that the product caused or contributed to an adverse event.